Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The reason for call was pt reported that they are not getting any stimulation at all and stimulation was turning off. Pt said the issue started probably last friday or saturday. Pt also mentioned their battery level was always on 90% and the charge level doesn't decrease at all (agent understood patient meant of ins). Pt stated they tried to switch to a different group and increased the intensity but that didn't resolved the issue. Pt mentioned that they are also having problem locating the device ¿ said it was hard to find what program they were on . Pt stated the stimulation was turning off. Agent had some difficulty following what was being reported due to bad phone connection, and the patient and their spouse talking over each other. During the call, pt said they saw group a with a green box around it, so stimulation was on. Pt said last may the rep reset/reprogrammed their ins to work 'dual sided'. Pt said they dont have a hcp currently. Agent sent an email for physician listing. Agent redirected pt to reach out to their hcp to set up an appointment with rep for reprogramming.

Event description:
Additional information was received from a patient (pt). It was reported that the cause was that the device was defective and had a loose port. A new control was given.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). It was reported that the manufacturer representative (rep) took the old controller and switched out. The patient (pt) thought the rep was the better source to ask. The device was still in use.